Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot#: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4), other medical products in use during the event include: product ID: {l-evolutfx-2329}; product lot number: {0012178221}; product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a previously implanted non-medtronic surgical aortic valve (sav), the delivery catheter system (dcs) was inserted over a non-medtronic guidewire; however, the patient's ascending aorta was noted to be large and the dcs would not advance. A snare was used to pull the dcs towards the lesser curvature. Upon the first deployment attempt, the valve dislodged to a deep implant depth, and under-expansion was observed. The valve was recaptured. Upon the second deployment attempt, the valve was deployed in a shallow depth to ensure a wide effective orifice area. Despite this, valve frame under-expansion was again observed, and the valve was recaptured. The patient's blood pressure did not recover after the recapture, and subsequently, cardiopulmonary resuscitation was performed and percutaneous cardiopulmonary support (pcps) was initiated. The blood was not properly drawing from the venous line in the pcps and circulatory failure was noted. Subsequently, a thoracotomy was performed to improve circulation. The initial sav was explanted and a new sav was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a previously implanted non-medtronic surgical aortic valve (sav), the delivery catheter system (dcs) was inserted over a non-medtronic guidewire; however, the patient's ascending aorta was noted to be large and the dcs would not advance. A snare was used to pull the dcs towards the lesser curvature. Upon the first deployment attempt, the valve dislodged to a deep implant depth, and under-expansion was observed. The valve was recaptured. Upon the second deployment attempt, the valve was deployed in a shallow depth to ensure a wide effective orifice area. Despite this, valve frame under-expansion was again observed, and the valve was recaptured. The patient's blood pressure did not recover after the recapture, and subsequently, cardiopulmonary resuscitation (CPR) was performed and percutaneous cardiopulmonary support (pcps) was initiated. The blood was not properly drawing from the venous line in the pcps and circulatory failure was noted. Subsequently, a thoracotomy was performed to improve circulation. The initial sav was explanted and a new sav was implanted. No additional adverse patient effects were reported. Additional information was received that while the CPR was performed, the right ventricle was ruptured. Severe bleeding due to disseminated intravascular coagulation was observed, and subsequently, the patient died due to hemorrhaging after returning to the intensive care unit.